Event description:
It was reported that the display of the external pulse generator was cracked. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) lens is broken and lcd display is out of specification (cosmetic scratches). Upper and lower cases are broken. Battery release is contaminated. Lead flex cover is contaminated and insert stuck in cover. Battery contacts are compressed. Battery drawer is broken and contaminated. Ring cover is contaminated and two side bail covers are broken. The ring is bent.